Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving an unknown drug via an implantable pump. Beginning about 6 months prior to this event report date, the patient was not feeling like she was getting great relief from the pump then all of a sudden she would feel comforted similar to getting a bolus and almost a feeling like she was tired. The patient would experience this sensation every week, the sensations were not related to positional movement but instead happened very randomly. A catheter dye study was done and showed nothing wrong with the catheter and everything looked clear and fine. The health care professional had suspected potential kinking but the dye study did not show that, health care professional also suspected potential positional kinking. It was unknown as to whether the patient was taking any oral medication. They were to followup with the health care professional. At the time of this report the patient was doing fine and feeling well